Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 380 mg/dl for 3-4 months. He stated the adhesive of the infusion set headset is wet with insulin and he believes the cannula is leaky. He changed the infusion set and bolused through the infusion device to lower his blood glucose. His normal blood glucose range is 80-120 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.